Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the acral part of the balloon was bent, so the device was not used. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): cut balloon. The cut in the balloon was caused by a sharp instrument. There was blood colored stains on the balloon, indicating it had been used. The devices are tested twice during production, first after tip assembly and again prior to packaging for shipment to ethicon. A valid lot/batch number was not received therefore the device history review could not be performed.